Event description:
It was reported that this device exhibited undersensing due to the rhythm of the patient. The device function was not affected and at the time of the event, reprogramming changes were not requested. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.